Manufacturer narrative:
(B)(4). Eval summary: the guide wire was returned with contrast on the coils, core, and proximal solder, consistent with preparation of the wire as reported. There was blood on the coils and on the core which suggests the wire was perhaps handled. There was a bend in the tip proximal to the tip ball consistent with tip shaping practices, and does not appear to be related to the reported product experience. Corrosion was noted in the proximal solder, and the ribbon coil was detached at the proximal solder, which caused the coil to unravel at that location. This damage may have been the cause of the reported "massive irregularity" as the ribbon was "sticking out of the shaft laterally" as reported. Coil detachment at this location can occur due to, but is not limited to, mfg, wire handling, and/or corrosion interaction. Based on the analysis, it could not be determined if the ribbon detached as a result of a corrosion at the proximal solder, or if the detachment occurred due to other factors. Corrosion of this type typically occurs as a result of transport conditions back to abbott vascular for eval; however, a definite cause could not be determined in this case. Scanning electron microscopy (sem) analysis was performed in order to aid in determination of the detachment. Sem confirmed the detachment at the proximal solder site, and noted slight pitting appearances on the core and coils consistent with corrosion; however, the analysis could not confirm that corrosion was the initial cause of the detachment. Sem analysis also did not indicate any sign of stress fractures to the ribbon suggesting that no tensile/torquing force was applied to the fracture site; however, this info could not confirm a definite cause of the detachment. Based on the case description and analysis of the returned product, a definite cause of the detachment could not be determined. Product performance engineering will monitor the incident circumstances. Mfg performs a non destructive tip pull test on each wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to very product quality. All released units from this lot met mfg spec.

Event description:
Device malfunction: damaged/stretched coils. Time of malfunction: during device preparation. Symptoms/ae: no pt involvement. It was reported that during device preparation, an attempt was made to wet the supracore guide wire and a "massive irregularity" was felt. Reportedly, the guide wire was "damaged" and the coil was detached and "sticking out" of the shaft laterally. The guide wire was not used and there was no pt involvement. Returned product analysis revealed that the shaping ribbon coil was found detached at the proximal solder causing the coil to unravel at that location.